Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the device's system board and active exhalation control module were identified. The system board and active exhalation control module were replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. (B)(4).